Event description:
Event description guidant received information that at the elective removal of this patient's implantable cardioverter defibrillator (ICD) for normal battery replacement, the physician found the chronic large patch lead to have a fracture. The entire chronic lead system was replaced due to a new (ICD) implant.